Event description:
The customer reported that they had to shock a pt 4 times during a cardioversion and that the pt did not convert.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.